Event description:
It has been reported to philips that the system produced error messages and did not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to o he additional information collected, planned peripheral surgery treatment was performed by the customer and the procedure was completed by using fluoroscopy with lower dose. Philips field service engineer (fse) inspected this system onsite and found that the system couldn¿t emit radiation. Fse reviewed the log file. Upon troubleshooting, fse found that there was failure in equipment tube and the current was out of range. To resolve his issue, fse replaced x-ray tube and performed required calibration. The defective part was returned to philips for analysis and found that x-ray tube failed as there was vaccume leakage. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.